Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the consumer had two pen needles from the current box that did not release any liquid. Also, the needles bend on the pe during the injections. This pr captures the occurrences on 9-27-2020 for mat# 320550 with lot# 9184145 for clog and bending during use (pe). It was created from (B)(4) which captures the occurrences on 9-26-2020 for mat# 320550 with lot# 9184145 for clog and bending during use (pe). Verbatim: consumer reported having 2 pen needles from current box that did not release any liquid. Stated the needles also bend on the pe during injections. Consumer does not prime."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 3 november 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the consumer had two pen needles from the current box that did not release any liquid. Also, the needles bend on the pe during the injections. This pr captures the occurrences on 9-27-2020 for mat# 320550 with lot# 9184145 for clog and bending during use (pe). It was created from (B)(4) which captures the occurrences on (B)(6) 2020 for mat# 320550 with lot# 9184145 for clog and bending during use (pe). Verbatim: consumer reported having 2 pen needles from current box that did not release any liquid. Stated the needles also bend on the pe during injections. Consumer does not prime."